Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: fault reported as "technical fault 231008 /initial startup successfull with "technical fault 231008". No patient involvement.